Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "attune patella resection guide had issues with the blade of the saw getting stuck which caused fretting on the saw blade. Though this is believed to be a consequence of issues with the clutch in the saw (not a depuy saw, it was a hale saw), and may not be an issue with the patella resection guide. The right side of the guide when standing on the patient's left side and using the guide appeared to be tighter than the left side for the blade to fit through. This was checked with an angel wing after the case when the guide was handed off." The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿s " (B)(4)". The photo investigation of "254501040, attune patella resection guide" can not revel the reported event. Since the provided evidence was not sufficient to confirm the reported event of jammed or seized. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune patella resection guide would not contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to no problem detected and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received: no the patella resection guide instrument did not break into pieces it was still in one piece.

Event description:
Attune patella resection guide had issues with the blade of the saw getting stuck which caused fretting on the saw blade. Though this is believed to be a consequence of issues with the clutch in the saw (competitor's saw), and may not be an issue with the patella resection guide. The right side of the guide when standing on the patient's left side and using the guide appeared to be tighter than the left side for the blade to fit through. This was checked with an angel wing after the case when the guide was handed off. A spare patella resection guide from steri-peel was opened and used instead after this issue was discovered.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.